Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the stay safe connector of the cycler set during fill 1 of 4 of treatment. The cause of the leak was a loose connection on the patient pd catheter to stay safe connector. A drain complication alarm occurred prior to the leak. There was no fluid in or around the cycler. The patient contact decided it would be best to reset up with new supplies, however stated the patient line blue pin appears to be stuck and patient cannot be disconnected. Technical support advised the patient contact to call the on-call nurse for assistance disconnecting the patient. Technical support assisted the patient contact with canceling the treatment. Upon follow up, the pd registered nurse (pdrn) could not confirm the reported event. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however could not confirm if the patient was able to complete peritoneal dialysis treatment. The pdrn confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The pdrn could not confirm if the cassette was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the stay safe connector of the cycler set during fill 1 of 4 of treatment. The cause of the leak was a loose connection on the patient pd catheter to stay safe connector. A drain complication alarm occurred prior to the leak. There was no fluid in or around the cycler. The patient contact decided it would be best to reset up with new supplies, however stated the patient line blue pin appears to be stuck and patient cannot be disconnected. Technical support advised the patient contact to call the on-call nurse for assistance disconnecting the patient. Technical support assisted the patient contact with canceling the treatment. Upon follow up, the pd registered nurse (pdrn) could not confirm the reported event. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however could not confirm if the patient was able to complete peritoneal dialysis treatment. The pdrn confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The pdrn could not confirm if the cassette was available to be returned to the manufacturer for physical evaluation.